Event description:
The facility representative reported a flogard infusion pump with a 94 failure code. It is unknown in which care area or at which process step this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during review of the alarm log. The main battery was found to be defective. The main battery was replaced and the configuration settings were reset to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.